Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient was implanted with a bard flat mesh during a total abdominal hysterectomy, bilateral salpingo-oophorectomy, and sacral colpopexy posterior repair. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical/surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, this report will be updated.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Addendum: addendum to the previous report. This supplemental emdr is being sent based on a review of limited medical records and the patient's legal fact sheet. Based on the information provided the patient allegedly experienced pain, recurrence, infection, urinary problems and dyspareunia attributed to the device. It was originally reported that the patient underwent additional surgical intervention, however, no information was provided on that alleged procedure. The patient did have a doctors visit six years post implant with complaints of dysuria, abdominal pain, burning, frequency, nocturia, suprapubic pain and urgency. Per the md progress notes "symptoms are associated with recurring urinary tract infections" there was no mention of the previously implanted bard mesh. With the information provided no conclusions can be made at this time. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
As was previously reported: (B)(6) 2005 - the patient was implanted with a bard flat mesh during a total abdominal hysterectomy, bilateral salpingo-oophorectomy, and sacral colpopexy posterior repair. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical/surgical intervention, defective mesh. Addendum to the previous information provided based on limited medical records and the patient's legal fact sheet provided to davol by the patient's attorney: (B)(6) 2005 - the patient was underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, sacral colpopexy and posterior repair and implant of a bard flat mesh to treat symptomatic pelvic prolapse. On (B)(6) 2011 the patient had a doctor office visit with complaint of dysuria, abd pain, burning, frequency, nocturia, suprapubic pain and urgency. Per the md progress note, "symptoms are associated with recurring urinary tract infections." No additional medical records were provided. Attorney alleged outcomes attributed to device of pain, recurrence, infection, urinary problems and dyspareunia.